Event description:
It was reported that there were concerns of loss of capture (loc) within this left ventricular (lv). Boston scientific technical services (ts) confirmed the loss of capture (loc). This lv remains in service. No adverse patient effects were reported.